Event description:
It was reported that the user experienced recurrent lows and highs while using the ilet, including a documented glucose of 55 mg/dl that was treated with oral carbohydrates such as gatorade, dinner, and ice cream. The user sought assistance regarding a factory reset and was counseled that any insulin on board would not be recognized after a reset and that supplies should be changed if proceeding. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent hyperglycemia followed by recurrent low glucose levels, with no alarms reported and no hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction reported and cause of the glycemic variability remained unclear. It was concluded that the event involved hypoglycemia with cause not determined and that the reported performance was consistent with user-managed treatment and device behavior as explained. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.